Event description:
The balloon sides are stuck together and rips when attempting to separate to place on scope. Site notified vendor rep. Manufacturer response for endoscopic ultrasound balloon, usbol linear ballons (per site reporter).